Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 204mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge; air bubbles were observed in the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge and had used cold insulin when filling the cartridge. Tandem technical support advised the customer not to use cold insulin and informed the customer that apidra insulin was contraindicated to be used with the pump. A supply change was performed and insulin deliveries were resumed.